Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2016, it was reported that the patient fell asleep while the lvad system was on battery power and did not hear the low battery alarms. The system controller history showed that the pump was off around 2:58am. The patient reportedly replaced the batteries around 09:00am. System controller log files were submitted to the manufacturer's technical services representative for review which captured low voltage advisory alarms on (B)(6) 2016 while on battery power. The alarm progressed to low voltage hazard alarms, followed by total battery depletion with the pump running on the backup battery in the system controller. It appeared that the emergency backup battery (ebb) lasted approximately 50 minutes until it was also depleted and the pump was then off. The patient was reportedly asymptomatic. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. The report of a pump stoppage due to depleted external batteries and the internal emergency backup battery (ebb) was confirmed based on the evaluation of the submitted system controller log file. The log file captured that the pump stopped for an undetermined amount of time as a result of a total loss of power to the system controller, indicated by a time clock reset to (B)(4)2001 1:00 the line of data following timestamp (B)(4) 2016 2:58. The total loss of power/pump stoppage event was preceded by low battery advisory/hazard and no external power alarms. The captured events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the system controller's backup battery. Following the pump stoppage and restoration of battery power to the system, the pump immediately ramped back up to the fixed speed and no further interruptions in pump function were captured for the remainder of the log file. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.